Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported an iris non-conformity in mag mode. No pt injury was reported.